Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he took the pump out of his pocket when the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and no esc button response due to a flattened button dome switch. The pump also had minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.